Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone17.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an issue involving her omnipod 5 system that occurred overnight on 10may2026 to 11may2026. According to the patient, she received an in-app error message stating ¿omnipod 5 memory corruption¿ and was instructed to delete and reinstall the application. After reinstalling the app, all of her previous settings were deleted, and she was required to complete the full onboarding process again. During the same night, the patient experienced prolonged severe hypoglycemia, with blood glucose readings reported as 40 mg/dl or below for more than six hours. The patient stated that she consumed multiple cupcakes in an attempt to raise her glucose levels, but her blood sugar remained low. She reported symptoms including cold sweats, shaking, and confusion. The patient reported that while she was hypoglycemic, she heard her omnipod device clicking and delivering insulin, despite both her dexcom cgm and the omnipod app alerting her to low glucose levels. She stated that she heard the clicking twice before removing the pod. After pod removal, the patient reported that it took approximately two hours for her blood glucose to stabilize. The patient also reported an issue with the previous pod, which she removed after approximately 24 hours of wear due to the app crash. Upon removal, the site bled profusely, which the patient stated had not occurred previously. She stated that she is using a new iphone 16 pro max with adequate storage capacity.